Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added fields in events.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported a case series of 6 aseptic tibial loosening¿s (unknown total implantations ¿ suggested between around 300) within the hospital. Patients reported pain post-operatively, which did not resolve. Some patients had a large range of motion (>130 degrees), however, other had post-operative stiffness and underwent manipulation under anaesthetic. The surgeon reported that radiographs did not demonstrate gross evidence of loosening, or, progressive radiolucency¿s. Many patients (unknown) number had some medial tibial resorption. CT scan¿s reported as normal. At revision implant was noted to either be loose, or, were disengaged with what the surgeon stated was low force than he expected (as a revision surgeon). Patient were revised to a attune revision tray with metaphyseal sleeve and patients reported resolution of their knee pain.